Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ble was reset, however, this failed to allow ble connection to be restored. There were no patient consequences reported. Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.